Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device septum damage with leak. The following information was provided by the initial reporter: at 10:31 a.m. On may 4, 2025, a nurse connected a cannula to the patient's implanted port to administer fluid replacement therapy. At 10:32 a.m., the patient's family pressed the bedside bell to report fluid leakage. Upon arriving at the bedside, the nurse immediately disconnected the implanted port and checked the tubing for abnormalities. The nurse found that one end of the septum-type needleless injection cap was collapsed. The nurse immediately replaced the septum-type needleless injection cap, and the infusion continued normally.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4214913. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.